Event description:
It was reported that about five to ten years ago the patient had a "terrible attack". The patient went to a medical facility and her managing hcp was contacted. The patient was given some ¿knock-out medicine". The patient indicated it ¿probably¿ was related to the pump but was not sure. The patient was seeking a physician to manage their care.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# j0058219r, implanted: (B)(6) 2001, product type catheter. (B)(4).